Event description:
A crosstie implant was broken while trying to insert the implant. A crosstie universal inserter was used to insert the subject implant.

Manufacturer narrative:
A crosstie implant was broken while trying to insert the implant. A crosstie universal inserter was used to insert the subject implant. Another corsstie kit was successfully used. Failure most likely caused by excessive shear force while trying to insert the implant. No evidence was found that the implant did not meet specifications prior to distribution.